Manufacturer narrative:
This complaint is not MDR reportable and should not have been reported. When a tube does not fill there is no potential for harm/serious injury because there is no sample to test. There will not be any risk of generating or reporting erroneous results that may lead to misdiagnosis/treatment of patient. If further evidence supports device malfunction, this complaint will be re-evaluated.

Event description:
It was reported with the use of the bd vacutainer sst blood collection tubes there was an issue with underfill. Upon further review, this complaint is not MDR reportable and should not have been reported. When a tube does not fill there is no potential for harm/serious injury because there is no sample to test. There will not be any risk of generating or reporting erroneous results that may lead to misdiagnosis /treatment of patient. If further evidence supports device malfunction, this complaint will be re-evaluated.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd vacutainer® sst¿ blood collection tubes there was an issue with underfill.